Manufacturer narrative:
Additional devices for this complaints: (B)(4), MFR. Date: 02/24/2016, exp. Date: 01/31/2017. (B)(4). Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained of battery switching. The site was unable to obtain the log files. The patient denied any alarms associated with this. The device was exchanged with no reported consequence to the patient. No additional information available.

Manufacturer narrative:
Additional information received indicated that the patient did not experience any loss of power. The power switching could not be reproduced by manipulating the connections. The issue resolved with the replacement batteries. Two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a premature switching event triggered by battery (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. The manufacturer has opened an internal investigation to evaluate communication errors between the batteries and controllers. Analysis of the devices revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any anomalies during the reported event date. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - MFR. Date: 02/24/2016 - expiration date: 02/29/2017 - received: 08/16/2016. (B)(4). Method: actual device evaluated. Interoperability evaluation. Visual inspection. Result: no failure detected. Conclusion: no failure detected, device operated within specification.